Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded endovascular repair of thoracoabdominal aortic aneurysms can be performed with high technical success and low mortality and morbidity. [(B)(4)].

Event description:
Article received: oderich, g. E. (2017). Endovascular repair of thoracoabdominal aortic aneurysms using fenestrated and branched endografts. Tournal of thoracic and cardiovascular surgery, s32-s41. Purpose: to review the outcomes of patients treated for thoracoabdominal aortic aneurysms using endovascular repair with fenestrated and branched stent-grafts in a single center. Per the article adverse events included occlusion, migration, aneurysm degeneration, endoleaks, dissection, ischemic events and respiratory failure.